Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pace impedance measurements and noise. The device is programmed vvir due to the patient's chronic atrial fibrillation. Boston scientific technical services discussed troubleshooting to evaluate the lead at the next office visit. Additional information was received indicating the plan was to leave the lead as is since it is not currently needed due to the patient's condition. The system remains in service. No adverse patient effects were reported.